Event description:
The following was reported to hamilton medical ag: during ventilation the ventilator turned off, without any alarms. Medical staff was near the patient (who was also on ECMO) and saw the ventilator turning off and put the patient to another ventilator. When turning on the ventilator, it paused at self test and then gave unit sync timeout error and then alarm turned on.

Manufacturer narrative:
Conclusion of cer (B)(4): the analysis of hamilton medical ag comes to the following result: visual inspection: no abnormalities. Functional test: ip esm installed in analysis unit, error reproducible, " ventilation unit synchronisation timeout" no start-up possible. Start-up process read out, ethernet function of the ip esm does not work. Clock 25mhz for ic 46 (ic on the ip esm responsible for the ethernet function) measured, ok. Conclusion: ethernet communication failure during ventilation led to panel connection lost. Successful reboot of the panel could no longer be carried out. Cause: ethernet function of the ip esm failed, ic 46 failure. Further procedure: replace ip esm (already done by partner). Ip esm is transferred to the pc for further tests.